Event description:
It was reported that this pacemaker was presenting occasional undersensing of r-waves as well as inappropriate right ventricular (rv) pacing. Technical services (ts) was consulted and recommended adjusting sensitivity programming with a better safety margin. No adverse patient effects were reported.